Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, he was hospitalized for diabetic ketoacidosis with blood glucose levels over 600 mg/dl. Prior to the hospitalization, the customer stated, she got food poisoning and she began to experience high blood glucose levels after that. Troubleshooting was performed and the insulin pump passed the required tests, including the displacement test.